Event description:
It was reported to philips that the system was unable to start up properly. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed from error logs that an emergency stop activation error had occurred. Further troubleshooting indicated a failure in the emergency stop chain, and a damaged x5 pin on the time to connect first(ttcf) board. The fse replaced the ttcf board to resolve the issue and returned the system to normal functionality. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.